Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a keypad anomaly. The blood glucose reading was 174 mg/dl. The insulin pump will be replaced.